Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver display was frozen. The product was evaluated. An external visual inspection was performed and passed. Receiver charge and boot tests were performed and passed. Functional test was performed and failed due to failed battery status and failed button test. Device was not opened for internal inspection. The receiver log was downloaded and reviewed finding no errors related to the complaint. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver display was frozen. The product was evaluated. A receiver mauanl button test was performed and failed. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.